Manufacturer narrative:
The information received indicated the device had a leak, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was revised due to leak. It was noted that the pump would not cycle.

Event description:
According to available information, this device required replacement due to a leak. It was noted the pump would not cycle. No other adverse patient effects were reported.